Event description:
It was reported that upon removing the balloon from the patient the outer layer of the pta balloon was allegedly found to be peeling. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the outer layer to be peeled from the balloon throughout the length of the balloon. Therefore, the investigation is confirmed for peeled outer layer. No unraveled fibers or fiber disturbance was noted to the balloon. The definitive root cause for the identified peeled outer layer could not be determined based upon the available information. An investigation is currently open to address the peeling outer layer issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removing the balloon from the patient the outer layer of the pta balloon was allegedly found to be peeling. There was no reported patient injury.